Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the vizigo¿ sheath was damaged. The valve was noticed to be defective just after insertion to body. The valve would not allow any advancement of any catheter. No air entered the patient and there was no blood loss. Sheath was replaced after several attempts to place/ pass catheter. The procedure was continued. No adverse patient consequence was reported. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction. The obstructed sheath was assessed as not MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 01-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the vizigo¿ sheath was damaged. The valve was noticed to be defective just after insertion to body. The valve would not allow any advancement of any catheter. No air entered the patient and there was no blood loss. Sheath was replaced after several attempts to place/ pass catheter. The procedure was continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator and a good known lab sample catheter were introduced through the sheath without the hemostatic valve, and no obstruction or resistance was detected. The dilator's outer diameter was measured, and dimensions were found within specifications. A device history record (DHR) was performed for the finished device number, and no internal actions related to the complaint were found during the review. The issues reported were confirmed, since the damage in the valve is directly related to the resistance reported by the customer. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).